Event description:
Caller reports that during a correlation study the following coaguchek xs/s results were obtained: 2.5 inr/3.3 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test system; replacement was sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lavh procedure, as described by the nursing staff, the device failed the test two times but later passed. Before inserting back into the patient, the metal jaw of the instrument fell off onto the drapes. The instrument was replaced and the surgery was finished. No injury to patient.